Event description:
A customer reportedly used excel off brand reagent strips and customer would receive very different results. Examples were 25 mg/dl, 161 mg/dl and 179 mg/dl. All of these results were from separate finger puncture sites. The difference between a 25 mg/dl and 179 mg/dl result is clinically significant and could cause difficulty if medication was adjusted. While on the phone a review of the system was conducted. Electronic checks were satisfactory. It was explained to the customer that bayer does not provide or support the use of off brand reagent strips. Additional bayer reagent was provided to the customer with instructions to call the co's 24/7 customer service center if any additional issues or questions should be encountered. The complaint is considered closed for purposes of MDR.